Event description:
St. Jude 2211-36q serial number (B)(4). In the spring of 2016 battery estimated longevity was greater than 3 years. Three months later estimated longevity dropped to 1 3 years, no shocks from ICD or programming changes to pacing function. All pacing outputs in normal range. Patient checked (B)(6) 2016 and battery was at elective replacement time. Patient was immediately hospitalized and scheduled for generator change with boston scientific. Dates of use: (B)(6) 2010 - (B)(6) 2016.